Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device turned off in the middle of the case. A technical support specialist (tss) dialed into the station and found the system was rebooted without cleanly shutting down first. This was due to an abrupt power off or system crash. This could point out a couple of factors such as power cable or internal battery health failure, failed hardware or device operating system corruption. Next, the tss ran a scan command on the station drive and found some corrupted files. Then, the field service engineer (fse) pulled the windows log files and windows update logs to determine why the station shut down but did not find any clues. The engineer then checked all connections on the power supply, communication sled, and all drawers, and found one drawer that was halfway unplugged. The fse reseated the drawer and cables properly, checked the voltage levels in the hardware test application (hta), and confirmed that everything was running normally. The fse also stated that they were unable to replicate the problem at this time. If the issue occurs again, they will replace the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device turned off in the middle of the case. The customer checked to make sure everything was plugged in, did hard reboot and confirmed it was working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.